Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the ipg was unable to communicate with the external devices. Surgical intervention may be pending to address this situation.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Additional information indicates that the patient did not charge their ipg as recommended. Surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.